Event description:
Edwards received information that a 21mm aortic pericardial valve, implanted approximately four (4) years and two (2) months, was explanted due to aortic stenosis and regurgitation secondary to pannus growth. The device was explanted and replaced with another aortic valve with no adverse events. The patient status was reported as ¿recovered¿. Upon the valve explant, severe pannus was encroaching onto the valve.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated a2, b5, d1, d4, d6, g5, h4, and h6 per new information received.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device was returned and product evaluation is in progress. The root cause of this event cannot be conclusively determined. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an unknown model aortic pericardial valve, implanted approximately four (4) years, was explanted due to aortic stenosis and regurgitation secondary to pannus growth. The device was explanted and replaced with another aortic valve with no adverse events. The patient status was reported as ¿recovered¿. As reported, upon explant of the valve, severe pannus was encroaching onto the valve.

Manufacturer narrative:
Updated h3 per new information received: h3: product evaluation: customer report of stenosis was confirmed through observed host tissue overgrowth. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue fused leaflets 1 and 3 by approximately 8mm at commissure 1 on the inflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed on commissures 1 and 2. Suture holes were visible around the sewing ring.